Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 267 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. Frn- reservoir.